Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3: analysis of the 37761 desktop charger (serial number (B)(6)) revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated the charger device quit working. Caller added that the charger is a large device with a paddle shaped like a book. Troubleshooting was unable to be performed as the equipment and patient were not present for the call. The caller was redirected to call back when equipment and patient are present. Caller added that this is a very old device, and they called in the past regarding MRI eligibility. Patient rep called back with patient and equipment present. Patient confirmed model number 37751. Patient stated they were recharging their implant and after 30-40 minutes the recharger screen "went haywire" and did not restart recharging. Patient described screen icons consistent with reposition the recharger. Agent had patient place antenna over implant and press the green button. Patient described screen indicating to recharge the recharger. Patient and caller confirmed recharger was connected to desktop charger (dtc) dtc/ac power. Agent had patient examine the equipment, patient noted the "4 holes" in the dtc connector pin were on the same side as the arrow and could move. Patient confirmed the recharger connection port looked as expected. An email was sent to repair to replace the dtc. No symptoms were reported.